Event description:
Boston scientific received information that the patient noted that this right ventricular (rv) lead "went bad" and was replaced approximately six months ago. It was noted that the specific lead issue was unknown; however, there had been elevated thresholds and intermittent loss of rv capture. The patient reported that they had no adverse effects related to this.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.